Event description:
Unit reportedly emitted sparks and smoke. There was no reported pt injury. Investigation/conclusion: the power supply board was replaced and returned for investigation. During examination, solder paste was found on the feedback pad of a chip. Intermittent insulation of the pin can cause the output voltage to be out of specification. The vendor of the power supply board has been informed of the reported event. This is the first MDR involving a 7900 ventilator wherein the cause was a fabrication flaw on the power supply board. The user has the option of switching to manual ventilation and using the breathing circuit bag to ventilate the pt if the ventilator performance was in question. Note: initial alert date-03/17/97. Confirmation of reportable event-08/04/97; following detailed failure evaluation of returned product.